Manufacturer narrative:
The device was received in a very dirty/bloody condition, with heavy residual coagulate covering the jaws of the forceps. The shims are in place and are clean in comparison with the rest of the device. Continuity checks out to be acceptable on both shims to the connector pins. The device was tested in an as received condition, with the correct default on the generator, vp2-60. The device activated and coagulated numerous times, as designed. No excessive thermal spread was observed during activation. The forceps were cleaned of the residual coagulate. There was no damage to the orange insulation, which covers the jaws of the forceps that may have attributed to the patient burn. After cleaning the forceps, the device activated to the correct generator default, vp2-60. It activated and coagulated, as designed. There was no evidence of excessive thermal spread which would have caused patient injury. The device was found to operate to design specifications. There was no observations of any damage to the forceps which may have lead to the burn to the patient. A copy of the IFU will be sent to the contact, referencing the caution and warning statements.

Event description:
During a surgical procedure, the surgeons were using the pks open forceps when the tip of the handle inadvertently touched the patient's skin on the lower left quadrant of the perineum, near the vulva, causing a stage 2, reddish discoloration skin break about 3cm long x .5cm wide. A white discoloration was also observed on the tail of the skin injury. Silvadene 1% cream was applied to the site.